Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, there was difficulty removing the mapping catheter from a small vein. Initially the catheter was trapped but after some time of several manipulations the physician was able to remove the catheter. A small effusion was observed and was noted to be controlled without intervention. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and mapping catheter, 990063-015 with lot number 216980248, were returned and analyzed. The data files showed at least 13 applications were performed with balloon catheter, 2af284 with lot number 18975, without any issue on the date of the event. Visual inspection of the mapping catheter showed the loop was misshaped, kinked and the electrodes were displaced although they were existing. The achieve was received stuck inside the balloon catheter, while removing it the loop was detached and broken inside the catheter. In conclusion, a clinical issue was encountered during the case. There is no indication of relation of adverse event to the performance of the cryo devices. The mapping catheter failed the returned product inspection due to a tip/ loop kink. If information is provided in the future, a supplemental report will be issued.